Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported being hospitalized for high blood glucose levels. Blood glucose level at the time of admission was 666 mg/dl. The day before hospitalization, customer had high blood glucose levels of 360 mg/dl, but self treated. After bolus, customer's blood glucose level continued to rise. Blood glucose level was 198 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.